Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device inappropriately displayed an "attach pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device history file found no evidence of the report. However, it did suggest the device was not rescue ready at the time of the event and has not been maintained in accordance with zoll's recommendations. The device was recertified and returned to the customer. The outcome of the investigation has been reviewed with the customer. Analysis of reports of this type has not identified an increase in trend.